Manufacturer narrative:
This medwatch report is being filed based on an image received from the distributor on may 20, 2024, which presented a fracture of the core wire in the distal tip region. The device was not received at the time of this report; therefore, no physical analysis could be performed. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As indicated in the dfu, instructions for use (dfu): 1. Ensure a catheter is properly placed in the ventricle or other intended treatment area. 2. Carefully remove the safari2tm guidewire from the hoop by grasping the proximal end of the j-straightener separating the straightener from the hoop. 3. After inspection of the safari2tm guidewire, advance the j-straightener over the distal section of the safari2tm guidewire to straighten the curve. 4. Insert the safari2tm guidewire into the hub of the catheter with the aid of the j-straightener. 5. Carefully advance the distal tip of the safari2tm guidewire into the lumen of the catheter. 6. Remove the safari2tm guidewire j-straightener by withdrawing it over the length of the safari2tm guidewire. 7. Advance the safari2tm guidewire through the catheter under fluoroscopic guidance. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided and the evidence presented, it appeared that handling factors have contributed to the event as reported. Patient information is unknown. If there is any further relevant information provided, a follow up medwatch report will be submitted.

Event description:
Event description: when pulling the wire out, it was only possible to pull it out with a lot of force. This damaged the tip. A new safari wire was used. Patient present at time of event?: no . Patient complications: no patient complications was issue present upon opening package?: yes. If yes, was the packaging damaged?: no. Photo or video of issue: yes.

Manufacturer narrative:
This medwatch report is an update to the previous report to correct the brand name in section d1 and the model number, catalog number and primary unique device identifier (UDI) number in section d4. Section h11 has been updated to report the results of the device evaluation. Device evaluation: as received, the specimen consisted of one-1 each pkg-safari2 275cm x sml crv 5p; returned coiled, loose without the dispenser assembly; double bagged within "zip-lock" style poly biohazard pouch. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The specimen presented a ductile, tensile overload of the core wire at 0.3cm from the distal tip weld mass with approximately 6.1cm of concurrent stretched coil damage beginning at the distal tip. The specimen presented bend damage in the small diameter curve. The specimen also presented coil offset damage 2.5cm to 3.3cm from the proximal aspect of the formed curve. Our investigation was unable to confirm that the product did not meet specification prior to shipment. As described in the device instructions for use (dfu): 1. Ensure a catheter is properly placed in the ventricle or other intended treatment area. 2. Carefully remove the safari2tm guidewire from the hoop by grasping the proximal end of the j-straightener separating the straightener from the hoop. 3. After inspection of the safari2tm guidewire, advance the j-straightener over the distal section of the safari2tm guidewire to straighten the curve. 4. Insert the safari2tm guidewire into the hub of the catheter with the aid of the j-straightener. 5. Carefully advance the distal tip of the safari2tm guidewire into the lumen of the catheter. 6. Remove the safari2tm guidewire j-straightener by withdrawing it over the length of the safari2tm guidewire. 7. Advance the safari2tm guidewire through the catheter under fluoroscopic guidance. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided and the evidence presented, it appeared that handling factors have contributed to the event as reported. If there is any further relevant information provided, a follow up medwatch report will be submitted.